Event description:
Patient self tester reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio2: 1.5, lab: 2.3 (both done within an hour). Date: (B)(6) 2010, inratio2: 2.1, lab: 2.6 (both done within 1 minute).

Manufacturer narrative:
Investigation pending.